Event description:
Reportedly, during the initial surgery in 2002 the ta 90 stapler was fired without difficulty. The pt was returned to surgery on the following day for a gastric perforation. During the second operation it was reported that there was a perforation of the gastric wall at the lesser curvature of the stomach. Additionally, unformed staples were also noted on the greater curvature. Reportedly, these unformed staples were from the ta 90 staple line used to create the proximal gastric pouch. It was also noted that the mid portion of the staple line had formed normally. Procedure: gastric bypass.